Manufacturer narrative:
Motor error alarm during the basic occlusion test due to moisture damage force sensor resistor. Motor passed motor test. No compromised force sensor system alarm noted. Insulin pump received with scratched display window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system alarm and a motor error alarm during prime. Customer's blood glucose was 435 mg/dl. Device always alarmed a compromised force sensor system alarm every time during prime. Piston continued to move forward after it made contact with the reservoir, and insulin squirted out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.